Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to the liner cracking and breaking.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified no other reports against the product/lot code combination since its release to distribution. Previous review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. X-rays were reviewed and confirms liner disassociation as well as vertical cup positioning. It should be noted this reporting is a duplicate of complaint MDR # (B)(4). The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.